Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd ultra-fine pen-needle would not function. The following information was provided by the initial reporter, translated from (B)(6) to english: I am a diabetic and every now and then a needle does not work.

Event description:
It was reported that at least one bd ultra-fine pen-needle would not function. The following information was provided by the initial reporter, translated from german to english: I am a diabetic and every now and then a needle does not work.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary six open 32g x 4mm pen needle samples were returned from lot. No. Unknown, cat. No. 320561. Visual examination was carried out on the returned samples a bent non patient end of cannula was observed on all six samples. A functionality test as per q-sop-183-dl was carried out on all six samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd ultra-fine pen-needle would not function. The following information was provided by the initial reporter, translated from (B)(6) to english: I am a diabetic and every now and then a needle does not work.